Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component wear. UDI:(B)(4).

Event description:
It was reported from japan that during service and evaluation, it was determined that the craniotome device had a worn bearing, neuro tip was bent/fractured, vibration, noise and the cutter could not be inserted. It was further determined that the device failed pretest for visual, cutter insertion and vibration. It was noted in the service order that the device as difficult to connect the handpiece to the drill. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.